Event description:
It was reported that syringe 5ml ll euro 125 s/c had a crack and leaked on 2 occasions. The following information was provided by the initial reporter: cracked barrels leading to leakage of cytostatic drugs. Two separate incidents: a nurse experience a leakage while administrating the drug to a patient. When the syringe is examined a large crack along the barrel is discovered. While preparing the syringe with drugs, a pharmacist experience leakage and upon examination of the product, the cracked barrel is discovered. Both damaged products have been destroyed due to the usage of cytostatic drugs.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/14/2020. H.6. Investigation: one hundred sixty-five 5ml syringes in fully sealed blister packs from batch 0111797 (p/n 309649) were received and evaluated. All the returned syringes were visually inspected with no defects observed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The defect was not confirmed, therefore the root cause could not be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 5ml ll euro 125 s/c had a crack and leaked on 2 occasions. The following information was provided by the initial reporter: cracked barrels leading to leakage of cytostatic drugs. Two separate incidents: a nurse experience a leakage while administrating the drug to a patient. When the syringe is examined a large crack along the barrel is discovered. While preparing the syringe with drugs, a pharmacist experience leakage and upon examination of the product, the cracked barrel is discovered. Both damaged products have been destroyed due to the usage of cytostatic drugs.